Event description:
Customer reported brake handles do not lock properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the flip flop brake handles and spring pins. System operates as intended.